Event description:
Follow-up showed that the infection was first observed in (B)(6) 2012. The infection was at the chest and neck, and cultures were taken with no growth. The devices were explanted, and the patient was still on treatment. The relationship of the infection to vns was unknown, but the surgeon suspected acne. The generator was explanted on (B)(6) 2013 and the lead was removed on (B)(6) 2013. The products have not been returned.

Event description:
On (B)(6) 2013, it was reported that a patient was explanted on (B)(6) 2013 due to an infection. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Additional information was received regarding the patient age at the time of the event. This report is being submitted to correct this information. Additional information was received correcting the event date. This report is being submitted to correct this data.

Event description:
The patient's explanted products have not been located at this time.